Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra fine¿ pen needle 4mm x 32g was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550, batch no. 0127779. It was reported that needle clogged and that there is no insulin flow. Consumer does not re-use. Date of event: unknown. Samples: available - sending mail kit.

Event description:
It was reported that 1 bd ultra fine¿ pen needle 4mm x 32g was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550; batch no. 0127779. It was reported that needle clogged and that there is no insulin flow. Consumer does not re-use. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
H6: investigation summary: customer returned (5) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle is clogged. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the cannula.